Event description:
It was reported that a spectrum wireless battery module suffered from fluid intrusion in the medical/surgical care area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed fluid damage to the wireless battery module. The wireless capabilities were inoperable due to corrosion on the wireless module flux and radio printed circuit board. The device was determined to be un-repairable and retired from service.